Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) error message. The customer was not able to clear the error. No patient involved during this event. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. A visual inspection of the returned autopulse platform was performed and found the short black cover was damaged which is unrelated to the reported complaint. A review of the platform was performed and no abnormalities were noted. During functional testing ua7 message was observed upon power-up. Further testing showed that one of the load cell modules was defective resulting in the platform displaying a ua 7 message. In summary, the customer's reported complaint of autopulse displaying user advisory 7 was confirmed during functional testing. The root cause for ua 7 was determined to be due to a defective load cell module. After replacing both modules, the platform passed load cell characterization test. The platform passed all final testing criteria.